Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the e315 scope communication error was traced to component failure. In addition, the cause of the burn on the distal end cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e315 scope communication error and burn on the distal end cover. There was no patient involvement.